Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the reamer heads show signs of corrosion. No further information was provided. This is 3 of 22 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device by the complaint handling unit revealed the surface of the reamer is discolored and has corrosion. The reamer head was hard to clean from corrosion and rust, under the corrosion layer the investigation found damaged surface. The complaint condition is likely the result of an unfavorable heat treatment temperature led to a local damage of the passive layer. The attack by the various treatment cycles led to corrosion (discoloration) of the material.

Event description:
This is report 3 of 22 for this event (B)(4).